Event description:
Paramedics connected the device to a patient diagnosed as asystolic. An attempt was made to deliver device pacing therapy to the patient. Reportedly, the device prompted pacing leads off and the current could not be adjusted above 0 ma. Another package of electrodes of the same lot were opened and connected to the patient and pacing successfully initiated. The patient was not resuscitated. The reporter stated the patient outcome was not affected by the event, since the patient was not a likely candidate for resuscitation.